Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: three (3) batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed three (3) critical battery alarms due to a communication errors involving bat809922. Analysis of the alarm log files did not reveal any power disconnect alarms. However, review of the data log files revealed multiple instances involving bat809922, bat602566 and bat812352 where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on bat602566 in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. A power source lubrication procedure had been performed on bat809922 in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. A power source lubrication procedure had been performed on bat812352 in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d1: battery d4: serial: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: battery d4: serial: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the event was associated with power disconnect alarms.

Manufacturer narrative:
A supplemental report is being submitted for correction. Correction b.5: the event description was updated to include the device alarms associated with the event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial: (B)(4), UDI #: (B)(4). Device available for evaluation: no. No, device evaluation anticipated, but not yet begun. Mfg date: 03-jul-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2020 / serial: (B)(4), UDI #: (B)(4). Device available for evaluation: no. No, device evaluation anticipated, but not yet begun. Mfg date: 21-aug-2019. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three of the patient¿s batteries exhibited communication errors. In addition, one of those three batteries exhibited erroneous critical battery alarms. One battery was exchanged, and two batteries remain in use. No patient complications have been reported as a result of this event.